Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n364 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n364 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer.the root cause for the drive tube leak/break could not be determined based on the available information. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported a drive tube break during the treatment, after 99 ml of whole blood had been processed. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. No product was returned for investigation